Manufacturer narrative:
Model # 28-16-120bl, lot # w10-2971-025, expiration date 09/01/2013. Device manufacture date 10/18/2010. Review of lot records/work orders, prior reports. No issues were noted. Additional information provided indicates the patient suffered septic shock secondary to bowel necrosis from complication during the (B)(6) 2010 evar procedure. The patient subsequently died on an unknown date.

Manufacturer narrative:
(B)(4). Review of lot records/work orders, prior reports. No issues were noted. (B)(4). Physician inadvertently perforated the stent grant while reintroducing guidewire.

Event description:
After successful implant of 28-16-100bl bifurcated device 0.014" guidewire access was inadvertently lost. Several attempts to regain guide wire access were attempted; reintroduction was eventually successful. During reintroduction the guidewire perforated the left lateral wall of the stent graft, small jetting was noted during an angiographic work up. The decision to place a second bifurcated device over the perforated device was made. The second bifurcated device was successfully implanted along with an aortic extension and three limb extensions, the entire procedure took approximately nine hours to complete. Follow up with physician requesting patient status indicated the patient showing signs of paraplegia; exact cause is unknown at this time.